Event description:
Event description guidant/cpi received information that, one week post-implant, this ipg (implantable pulse generator) was exhibiting inappropriate r-wave sensing (ventricular oversensing).